Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported by customer that I am currently undergoing hormone replacement therapy and am visiting florida on vacation. I purchased three syringes from walgreens to administer my testosterone, which I have been using for over two years. During my most recent application, the needle detached from the plunger and became lodged in my buttock. Rcc received a complaint via email. I am currently undergoing hormone replacement therapy and am visiting (B)(6) on vacation. I purchased three syringes from walgreens to administer my testosterone, which I have been using for over two years. During my most recent application, the needle detached from the plunger and became lodged in my buttock. I would greatly appreciate any assistance or guidance you can provide to help me resolve this issue. Thank you for your attention, and I look forward to hearing from you.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer.

Event description:
Material# unknown batch# unknown. It was reported that the bd syringe had a syringe needle connectivity issue. The following information was provided by the initial reporter: rcc received a complaint via email. I am currently undergoing hormone replacement therapy and am visiting (B)(6) on vacation. I purchased three syringes from walgreens to administer my testosterone, which I have been using for over two years. During my most recent application, the needle detached from the plunger and became lodged in my buttock. I would greatly appreciate any assistance or guidance you can provide to help me resolve this issue. Thank you for your attention, and I look forward to hearing from you.